Event description:
Balloon was inserted into vessel, and on third inflation of 14atm for 6 sec (1520pm) balloon burst. Balloon was removed for patient and examined to insure all material was accounted for and none left behind in vessel.